Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is unrefuted for 1 mobi-c 13x15 h6 implant for the reported failure of the implant disassembling from the first couple of mallet impacts on inserter. The implant and peek cartridge should stay locked together until the implant is in place and ready to be set. However, a definitive root cause of the reported issue could not be determined as the device was not returned to the facility for investigation. The DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. If any information is received which changes the information in this report, a follow up report will be submitted.

Event description:
It was reported that during the surgery, the surgeon was tamping on the inserter when the mobi-c implant disassembled. There was no further surgical information provided and no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Not returned to manufacturer.

Event description:
It was reported that during the surgery, the surgeon was tamping on the inserter when the mobi-c implant disassembled. There was no further surgical information provided and no reported patient impacts.